Event description:
Customer's daughter reported that on (B)(6) 2014 at 1:00 am, customer received a reading of 181 mg/dl on his adc blood glucose meter and then went to sleep. Caller further reported that sometime later, customer's wife noticed him "shaking and convulsing" and then experienced a "coma". Paramedics were called, treated customer with glucose via intravenous infusion and then transported him to a local healthcare facility. Customer was diagnosed with hypoglycemia and received additional, unspecified, oral glucose and continuous monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strips (lot no: 1460661) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip sample from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.